Event description:
It was reported that the pump¿s cartridge/connector assembly broke, leaving the cartridge lodged in the pump with the plastic connector ring snapped off and the assembly unable to be disconnected from the infusion set; guidance was provided to attempt removal by rotating the connector to the unlock position. Customer care provided support that included advise in attempting to remove the cartridge using pliers/tweezers to gain grip and rotate the connector to the unlock position and replacement of device if removal is unsuccessful. Investigation of this case revealed a mechanical problem associated with the connector/coupler, consistent with a failure to disconnect due to a broken component. No clinical signs, symptoms, or conditions. Outcomes included no injury, health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.